Event description:
It was reported that the pump displays error 1260 check battery. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device mp board was damaged. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be caused by the rtc solder pad being forcibly removed from the mp board, causing damage. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.